Manufacturer narrative:
The adverse event reported describes anticipated side effects according to the insightec IFU. This event was reported by the patient through insightec's website and was reported with limited information. The investigation for this event is still ongoing and this report will be updated once the investigation is finalized.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. Following the treatment, the patient experienced weakens's and imbalance.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. No adverse events were noted during the treatment or immediately following treatment. The patient later developed right sided weakness and imbalance with gait issues. This persisted over a period of two months, initially worsening in severity and then improving with time. The physician shared that the patient had been showing improvement and they expected the patient to recover completely.

Manufacturer narrative:
Known risk of the device. No device malfunction detected. Treatment parameters in line with typical range. No new risk has been recognized. This event was reported by the patient through insightec's website and was reported with limited information.